Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system with optimal outcome and no abnormalities. It was mentioned that in a frontal view the electrode showed an "s-shape" not visible when was in supine at the operating room. Because of that, a new image was taken at the operating room the following day and identified similar position as at implant. It seems standing position could end up in slight modification of the coil. The hcp should be in awareness of the possibility of further movement if the electrode tip is freely moving. The lateral view sent has some rotation possibly which adds difficulty to the assessment of the electrode tip placement which seems to be deep. An induction was performed again and the system showed effective conversion and no abnormalities during sensing and detection. As a result, the physician decided to send the patient home and provide latitude monitoring. The s-ICD system remains in service. The electrode model/serial number is not available, further information was requested. No additional adverse patient effects were reported.